Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely component failure led to the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had noise when angulation was applied. The issue occurred during service maintenance. There were no reports of patient involvement.